Manufacturer narrative:
The lamp is a 50w halogen lamp which produces heat. The lamp is constantly cooled with water. If the cooling mechanism gets interrupted the lamp will age quickly and the temperature around the lamp will get hot. The alarms that were generated by the analyzer indicated to the user that there was a problem. The root cause for the failed cooling mechanism could not be investigated as the lamp in question was not available for further investigation nor is the alarm trace available. The customer stated that they have changed the lamp once more and there was no sign of any burning or heat around or near the lamp.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained that the photometer check readings on their cobas 6000 c (501) module were too high. The customer was also receiving abnormal temperature alarms. The customer smelled a burning smell coming from the c501 but noted there was no visible sign of smoke or fire. The customer removed the halogen lamp and noticed a black discoloration on the reaction disc holder. The bulb itself was not melted nor were any of the analyzer components. There was no adverse event. No patient results were affected. The customer replaced the halogen lamp and verification diagnostics were performed without error.